Event description:
The balloon deflated during the procedure. As a result the pt lost between 75 and 100 cc of blood.

Manufacturer narrative:
The device has not been returned for the eval. Therefore, we were not able to verify the failure mode. Lot history records review did not reveal any discrepancies related either the mfg or packaging processes. All mfg and qc steps were completed in accordance to mfg instructions. The root cause(s) of the failure remains inconclusive. Please note that we have provided a replacement device to the hosp along with an RMA number and instructions for returning the complaint device for eval. We also made several unsuccessful attempts to contact the hosp for add'l info.